Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed.reference# (B)(4).

Event description:
System stops scanning. Error messages. Cannot be recovered. Error message idicates us_ipc_230.